Event description:
Rptr calling to alert FDA (and others) about the hazards of warmers used in hospitals. Rptr is concerned that guidelines/procedures are not in place to protect pts from harm/injury. Pt was in the hosp because of difficulty breathing. Pt was on a ventilator and because of tremors, the dr ordered an eeg. The tech did not remove the heater (over bed) and the metal under the probes caused serious burns. Pt had burn lines across face (straight lines) and across head. Burns very red with deep grooves that eventually blistered and scabs formed. The eeg took 2-3 hrs and because pt was intubated with hands tied, the pt was unable to cry or resist. The rptr believes the pt suffered during the procedure and was never the same. The pt cried for the first time after the ventilator was removed (4-5 days after eeg). Pt continued to be treated for multiple problems due to the birth related brain damage and brain damage related to burns (deep burns related to eeg). Pt had involuntary movements of arms that persisted. Pt died of septic shock. Rptr has extensive pictures of injuries available.